Event description:
During the repair of retinal detachment by vitrectomy, right eye, the perfluoron was instilled and further trimming and shaving of the peripheral vitreous was performed. During this maneuver, the tip of the probe partially broke off, however, it could be removed from the patient's globe together with the super temporal sleeve. The sleeve was then inserted and the operation was continued. No foreign particles were noted in the eye during the examination and patient was discharged to the recovery room after tolerating the procedure very well.